Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a white particle in the balloon of a half day infusor. This was noted before patient use. The device was filled with desferrioxamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from may 8, 2015- may 13, 2015. One unit was received for analysis. Visual inspection noted a white particle, approximately 0.15 square mm in size, floating in the fluid of the reservoir. The white particle was in the fluid path. The particle was subsequently identified to be polyester material via fourier transform infrared spectroscopy testing. The reported condition was verified. The cause could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.